Manufacturer narrative:
Additional information: correction: evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were staples protruding from proximal staple cartridge channel. The anvil clamping mechanism was deformed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. However, the investigation detected a secondary condition of anvil clamping feature deformation that has no relationship to the reported incident. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during laparoscopic pancreatectomy, the device was unable to fire after clamping while cutting the tumor. The physician was unable to squeeze the handle. They removed the device and found that there were several staples came out but did not form. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.